Manufacturer narrative:
D9. Date returned to mfg: 03-mar-2025. H6. Investigation codes: updated. Investigation summary: device was sent in for "not turning on". Customer's reported issue was confirmed. Device does not turn on at power up due to membrane switch does not working as intended (part of the remediation). Replaced return tube and membrane switch per remediation; also replaced o-rings and fan guard for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not turning on. Over temperature occurred, then tried to turn back on. There was no physical damage. The device was not dropped. The issue occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.